Event description:
The customer reported the device was failing the ECG segment of the user initiated operational check.

Manufacturer narrative:
(B)(4). The customer reported the device was failing the ECG segment of the user initiated operational check. Philips evaluated the device and confirmed a pads/paddle test malfunction. There was no report of patient involvement or adverse patient impact. Philips confirmed that the device failed the pads/paddles test within the user initiated operational check and confirmed the display of pads ECG equip malfunction inop. Philips resolved this issue by replacing the power pca.